Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock found significant rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services advised some testing options. Also, there was an infection. The device was explanted. There were no additional adverse patient effects.